Manufacturer narrative:
The reported event of failure to interrogate using inductive telemetry was not confirmed. The monthly current trend was normal, and the voltage was in the normal range of operation. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and the device was successfully able to be interrogated through inductive telemetry. Longevity assessment was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that prior to an implant procedure, the device was unable to be interrogated using inductive telemetry. The device was not implanted and another device was implanted to resolve the event. The patient was in stable condition.